Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted using a proglide device relative to an angiography procedure. Reportedly, the proglide device became stuck and could not be removed. The patient was taken to the operating room and the device was surgically removed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
H6: patient code 2199 removed. Analysis was performed on the returned device. The reported guide detachment was confirmed based on the returned device condition. The reported device entrapment could not be replicated in a testing environment as it was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported guide detachment appears to be related to high angle of insertion during device placement subsequently contributing to the reported device entrapment. The reported patient effect of tissue damage is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. User facility medwatch #(B)(4).

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device relative to an angiography procedure. Reportedly, the proglide device became stuck and could not be removed. The patient was taken to the operating room and the device was surgically was surgically removed. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy as the patient had to be sent for surgery to remove the device. No additional information was provided. Subsequent to the previously filed report, a user facility medwatch (#(B)(4)) was received that states: "it was reported that during an elective coronary angiogram (uneventful with minimal luminal irregularities noted), suture repair was attempted of the right femoral artery using a proglide device when the device had an unspecified issue and broke / got stuck and it could not be removed. The customer was taken to the operating room emergency for an open groin exploration with femoral artery repair, removal of the partially deployed proglide device (the catheter tip was severed from device and was retained within the common femoral/external iliac artery), and the artery was repaired with primary closure. Suction dressing was placed. Customer was observed overnight, and discharged the next day with a wound vacuum device.":

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment was confirmed based on the returned device condition. The reported device entrapment could not be replicated in a testing environment as it was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported guide detachment appears to be related to high angle of insertion during device placement subsequently contributing to the reported device entrapment and foreign body in patient. The reported patient effect of tissue damage is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.